Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure (cpb), the electronic pt gas system (epgs) was not providing proper gas flow. The device was re-calibrated. After calibration the unit worked correctly. The event delayed the start of cpb and the surgical procedure by one minute. The surgical procedure was completed successfully. There was no blood loss and no adverse consequences to the pt. Clinical review summary: refer to attached pages three and four of this document.

Manufacturer narrative:
The reported complaint was confirmed by log analysis. The field service representative (fsr) replaced the oxygen sensor as a precaution. The fsr calibrated the epgs with no issue. All tests passed. The unit operated to the MFR's specifications and was returned to clinical use.